Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery jumped from (B)(4)% to (B)(4)%. Following the battery jump, the battery depleted as normal. Customer reported blood glucose level was 119 (mg/dl). The customer declined to upload the pump data for review by tandem technical support. Reportedly, the customer will continue to use the pump for insulin therapy.